Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with a non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing that was noted on a stored egms. Programming changes were made.